Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low elecsys total psa immunoassay (tpsa) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial tpsa result was 16 ng/ml. The sample was retested with a result of > 100 ng/ml. The sample was then tested diluted, 1:50 dilution, with a result of 340 ng/ml, with a data flag. The erroneous low result was not reported outside of the laboratory. The customer stated that the higher results correlated with the patient's historical results. The tpsa reagent lot was 199422 with an expiration date of 30-apr-2018. The field engineering specialist checked the calibration and qc results and found no issues. Analysis of the alarm history showed no observed issues at the time of event. The patient's parent sample tube was checked and no issues were observed. The customer uses rack adapters. The water quality was considered good as the conductivity was near 0.1. The field engineering specialist as preventative actions cleaned the sample and reagent probe, changed the pinch valve, and cleaned a filter. From analysis of the alarm history the field engineering specialist changed a probe based on several liquid level detection (lld) alarms from previous days. There were no lld alarms on the day of event. On (B)(6)2018 the patient sample was retested twice undiluted with results of >100 ng/ml, both results with a data flag. There were no other discrepancies reported by the customer. The investigation was unable to find a definitive root cause.